Event description:
It was reported that the customer experienced low blood glucose levels, and was found unconscious and having convulsions. Paramedics were called and customer was treated with intravenous glucose. Reportedly, the customer meant to enter a blood glucose levels of 141 mg/dl into the pump and accidentally entered 141 into the carbohydrate section. This caused the customer to received a 9.2 unit bolus and experienced low blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.